Manufacturer narrative:
(B)(4). Device passed displacement test, self test, force sensor test, prime/ seating test, basic occlusion test, occlusion test and rewind test. No bolus anomaly noted. Device received with erased serial number label noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer did not provide the symptoms regarding high blood glucose. The customer declined troubleshooting for high blood glucose level. The customer got a blood at site on the infusion set. Customer reports that they did not receive medical treatment as a result of the site issue. The insulin pump will be returned for analysis.